Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl to "high" and slurred speech; cause was not known. Customer administered boluses via the pump and manual injections, and performed supply changes to address the issue and went to the emergency room on (B)(6) 2023. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin; however, declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.